Event description:
According to the supplier, (B)(6), the consumer claims that the facial adapter fell off the steam inhaler causing hot water to pour on to her lap. She alleges that this caused her to sustain burns to her thigh and buttocks region. (See (B)(4)). The product named in this complaint is the walgreens personal steam inhaler. (B)(4).